Manufacturer narrative:
Lesion stenosis was 90%. The stent balloon was not inflated to more than 6 atm. The stent was unable to be deployed, and it was retracted outside the patient¿s body, still mounted on its balloon, and was not used. A new resolute onyx of the same size was used, and the procedure was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was on the balloon. The balloon folds were intact; no inflation has taken place. The device was placed in the waterbath to disperse the blood in the inflation lumen in order to aid inflation. Upon removal, the device failed negative prep. An attempt was made to inflate the device however, the device would not hold pressure. Liquid could be seen exiting the distal shaft. Upon visual inspection there was a longitudinal tear on the distal shaft approx. 6.5cm proximal to the distal tip. Lead in scratches were visible surrounding the tear site. The distal shaft material was jagged and uneven at the tear site. There was no other damage evident to the remainder of the device. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion in the ostium of the rca. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. Rotablation was used on the calcified lesion followed by an attempt to use a non medtronic cutting balloon which ruptured. It was reported that during stent deployment of the device, the proximal portion of the stent balloon ruptured and was unable to be inflated on initial attempt. There was a possibility that the calcified lesion, after cutting, became sharp. The non medtronic cutting balloon ruptured at the same position. It was suspected that the calcified lesion was cut in a distorted direction. The patient was reported as alive with no injury.